Event description:
The customer received a questionable bilirubin (bili) result on their cobas b 123 analyzer, serial number (B)(4). The patient's initial bili result was 419 umol/l. The result was not accepted based on the patient's clinical picture. The sample was repeated on a bil leica unistat analyzer. The result was 293 umol/l and better corresponded with the patient's situation. There were no allegations of any adverse events. The bili reagent pack lot number was 21416191 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
The investigation of the provided data showed that the analyzer was working within specification. The previous calibrations and quality control measurements were within specification. A specific root cause could not be identified. It was noted pre-analytical sample handling is very delicate for bilirubin measurements. The system instructions provide instructions for use with reference to measurement and pre- analytics. No adverse event was reported.

Manufacturer narrative:
The patient involved in this event is a (B)(6), less than (B)(6). The initial result of 419 umol/l from the cobas b 123 was not reported outside the laboratory. The sample tested on the cobas b123 system was a whole blood sample. The repeat testing performed on the leica unistat system was a serum sample, drawn at the same time as the whole blood sample. The cobas b123 bilirubin parameters are being tested for evaluation in parallel to the leica unistat. Clinical actions are only taken according to the test results from the leica instrument. Investigation of the data provided showed the analyzer worked within specifications. The root cause was most likely related to a pre- analytical issue. The cobas b123 system is specified to measure neonatal bilirubin out of whole blood. Bilirubin samples have to be analyzed immediately after collection.